Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: deflation

Event description:
Healthcare professional reported vis nbir right side deflation, and change of shape/size/style. The device has been explanted.